Event description:
The customer reported that while the iabp was in use on a patient, blood entered the iabp. Therapy was continued on the same iabp. No patient injury was reported. The patient expired two days later. The customer does not attribute the death of the patient to the iabp.

Manufacturer narrative:
The company representative replaced all contaminated parts. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The iab was returned to the manufacturing facility, where it was determined that the leak had been caused by an iab abrasion. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).